Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) battery depletion-normal.

Event description:
No pacing output was reported. Further information reported the patient was admitted to the ER with heart rate of 30-40 bpm. The device was explanted and replaced. It was noted at the time of implant the patient was intubated and prognosis for recovery was unknown. No further patient complications have been reported as a result of this event.